Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited noise via a remote transmission. It was recommend that the patient be brought into the clinic for further testing.